Event description:
Philips (B)(4) received a complaint stating that one of our examination lights (outpatient ii double ceiling light, had detached). It was reported that the head of the exam light involved, detached and grazed the patient. No injury reported.

Manufacturer narrative:
Additional serial number: (B)(4). The light was in use when it separated from the joint at the double transition. No injuries occurred and the light was replaced. The unit shows signs of excessive wear, tear and improper maintenance. The arm was continually fatigued by the end-user pushing the extension arm up into the pivot support. This caused the extension arm to separate. The light was out of warranty.